Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported difficult to advance, and patient myocardial infarction, obstruction/occlusion, arrhythmia, hypotension, vasoconstriction, obstruction, unexpected medical intervention and serious injury appears to be related to operational context. In this case it is likely that the reported difficult to advance, and patient myocardial infarction, obstruction/occlusion, arrhythmia, hypotension, vasoconstriction, obstruction, unexpected medical intervention and serious injury are a result of the patient¿s disease severity combined and/or use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: device information updated. H4: manufacturing date updated. H6: codes 4118, 3233, and 11 no longer apply.

Event description:
(B)(4) - during a coronary atherectomy procedure using a csi orbital atherectomy device (oad), a vessel spasm, thrombus and slow reflow occurred. The right coronary artery (rca) was treated with five passes of the oad on low speed. Following this, the crown was difficult to advance to the mid vessel and the patient presented with hypotension and bradycardia. Administration of pharmacological therapy and withdrawal of the guide catheter were performed to resolve the symptoms. Treatment was performed in the mid rca, following which a vessel spasm was suspected and slow reflow was observed. Balloon angioplasty was performed to resolve the issue and multiple stents were placed to complete the procedure. It was additionally reported that a thrombus was observed via imaging during the procedure and a blood thinner was administered to resolve the issue. The patient did not experience symptoms associated with the thrombus. Additional information received indicated the clinical event committee reviewed images and concluded that the use of the diamondback 360 coronary orbital atherectomy device may have contributed to a myocardial infarction.

Manufacturer narrative:
D4: the UDI number is not known as the part and lot number were not provided. H10: additional information was received related to previously submitted MDR. Cardiovascular systems incorporated has transitioned to a new complaint handling system and no longer has access to submit follow-up mdrs using esubmitter/webtrader. This MDR is being filed from our new system using the as2 gateway with reference to the previously reported manufacturer report number in h10. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
Ecl-174-002 - during a coronary atherectomy procedure using a csi orbital atherectomy device (oad), a vessel spasm, thrombus and slow reflow occurred. The right coronary artery (rca) was treated with five passes of the oad on low speed. Following this, the crown was difficult to advance to the mid vessel and the patient presented with hypotension and bradycardia. Administration of pharmacological therapy and withdrawal of the guide catheter were performed to resolve the symptoms. Treatment was performed in the mid rca, following which a vessel spasm was suspected and slow reflow was observed. Balloon angioplasty was performed to resolve the issue and multiple stents were placed to complete the procedure. It was additionally reported that a thrombus was observed via imaging during the procedure and a blood thinner was administered to resolve the issue. The patient did not experience symptoms associated with the thrombus. Additional information received indicated the clinical event committee reviewed images and concluded that the use of the diamondback 360 coronary orbital atherectomy device may have contributed to a myocardial infarction.